Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that, the pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08725 inches. The pump was monitored and no unexpected power loss anomaly noted. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. No power error 25, low battery alert, power loss alarm and replace battery alert/replace battery now alarm recorded in the formatted history file for the event dates 17-feb-2023 and 18-feb-2023. Please see below for pump errors/alarms noted 1 week prior to the event dates 17-feb-2023 and 18-feb-2023 in the formatted history file.  However, insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2023 10:16:21.000 batteryremoved (84), (B)(6) 2023 10:16:39.000 batteryremoved (84) (B)(6) 2023 10:17:33.000 batteryremoved (84), (B)(6) 2023 10:17:58.000 batteryremoved (84) (B)(6) 2023 10:18:27.000 batteryremoved (84), (B)(6) 2023 10:18:48.000 batteryremoved (84) (B)(6) 2023 10:19:09.000 batteryremoved (84), (B)(6) 202310:19:44.000 batteryremoved (84) (B)(6) 2023 10:20:59.000 batteryremoved (84), (B)(6) 2023 23:42:12.000 batteryremoved (84) (B)(6) 2023 23:43:28.000 batteryremoved (84), (B)(6) 2023 23:43:52.000 batteryremoved (84) (B)(6) 2023 23:46:23.000 batteryremoved (84), (B)(6) 2023 23:47:05.000 batteryremoved (84) low battery alert was recorded and found in the formatted history file on: (B)(6) 2023 09:59:00.000 failed battery alert/battery failed alarm was recorded and found in the formatted history file on: (B)(6) 2023 10:16:33.000, (B)(6) 2023 10:17:26.000, (B)(6) 2023 10:17:50.000 (B)(6) 2023 10:18:21.000, (B)(6) 2023 10:18:41.000, (B)(6) 2023 10:19:00.000 (B)(6) 2023 10:19:38.000, (B)(6) 2023 10:20:52.000, (B)(6) 2023 23:43:15.000 (B)(6) 202323:43:45.000, 02/13/2023 23:46:52.000 insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2023 at 8:04:56 pm. There was no power data available for the date of (B)(6) 2023. Unable to check power data for low battery alert and failed battery alert/battery failed alarm. Lostsensor1alert (780) was recorded and found in the formatted history file on: (B)(6) 2023 19:53:00.000 (B)(6) 2023 20:24:00.000 sgcalibrationerror (776) was recorded and found in the formatted history file on: (B)(6) 2023 13:05:06.000 (B)(6) 2023 23:36:08.000 the pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No unexpected sensor errors or anomalies were noted during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received without a battery installed. Force sensor zero offset within specification (23.5 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs and dka. The force sensor is within specification and the motor functioning properly. Power loss anomaly was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 400 mg/dl at the time of the event. The customer was hospitalized. Troubleshooting was performed and it was found that the customer was using the insulin pump within 48 hours of the event, and the auto mode feature was active at the time of the event. No further patient complications were reported. It was unknown whether the customer would continue using the insulin pump. The insulin pump will not be returned for analysis.